Event description:
During a premature ventricular contractions procedure, the patient suffered cardiac arrest due to arrhythmia requiring resuscitation. Rf energy was delivered in the site of the earliest signal, identified as mitral aortic region. The flexability catheter was used with the following ablation parameters: 30w, 43ºc, 150 ohms, 13ml/min. After ablation, the physician waited 5 minutes to see if another pvc would occur before starting further ep study protocols (measure hv interval ~53ms, wenckebach point). After this, isoproterenol was used to increase patient's heart frequency and to test whether the ablation was successful. No pvcs were observed, but when the effect of isoproterenol was decreasing, ventricular fibrillation started and the patient had no palpable pulse. CPR was performed and several shocks were delivered with an external defibrillator. Sinus rhythm was reestablished after 30 minutes, the patient was stabilized and went to ICU for recovery. Later that day the patient had a spasm of the anterior descendent coronary artery, which caused ventricular fibrillation. On the same day, an angioplasty was performed.

Event description:
During a premature ventricular contractions procedure, the patient suffered cardiac arrest due to arrhythmia requiring resuscitation. Rf energy was delivered in the site of the earliest signal, identified as mitral aortic region. The flexability catheter was used with the following ablation parameters: 30w, 43ºc, 150 ohms, 13ml/min. After ablation, the physician waited 5 minutes to see if another pvc would occur before starting further ep study protocols (measure hv interval ~53ms, wenckebach point). After this, isoproterenol was used to increase patient's heart frequency and to test whether the ablation was successful. No pvcs were observed, but when the the effect of isoproterenol was decreasing, ventricular fibrillation started and the patient had no palpable pulse. CPR was performed and several shocks were delivered with an external defibrillator. Sinus rhythm was reestablished after 30 minutes, the patient was stabilized and went to ICU for recovery. On the same day, an angioplasty was performed. The patient had a spasm of the anterior descendent coronary artery. It is unknown when the spasm of the anterior descendent coronary artery occurred, but the doctor believes that it was the cause of the ventricular fibrillation, so it is thought to have occurred during the procedure, but it was only diagnosed in a catheterization later that day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac arrest and arrhythmia remain unknown.